Manufacturer narrative:
The insulin pump passed functional testing. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window and stained end cap sticker. No button error alarm noted during testing however, intermittent button response due to corroded keypad traces.

Event description:
It was reported that the customer received a motor error alarm during bolus. Customer's blood glucose level at the time 112mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).